Manufacturer narrative:
A service engineer (se) inspected the device and found that the unit generated a relevant error code. To resolve the issue, the se ran self-testing. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator was inoperative and the safety valve was open. The unit was reported to have generated an audible alarm. The patient was placed on an alternate ventilator without harm.